Event description:
Device 2 of 4. Reference MFR report: 1627487-2012-03249, 1627487-2012-03264 & 1627487-2012-03265. The pt received 2 scs leads with different lot numbers. It was reported the pt is feeling discomfort at one of his scs lead incision sights. The physician assessed that none of the scs leads were located superficially in the pt's skin. Additionally, there were no signs of redness or infection. The physician ordered x-rays to view the pt's entire scs system. There is no additional info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.